Manufacturer narrative:
Upon receipt, visual inspection of the device found that the seal plugs were intact and all of the set screws were fully retracted and operated normally. All of the bal spring contacts were intact. There were no obstructions found in the ports. The device was successfully interrogated and was found with a battery status indicator of beginning-of-life (bol) at 3.082 volts. The laboratory technician verified that a is-4 and df-4 lead could be inserted into the lv-is4 and rv-df4 header ports without difficulty. The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. The reported clinical observation could not be confirmed as this device performed normally throughout laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient had been presented to the electrophysiology (ep) laboratory for a system upgrade procedure. During the procedure, the physician reported difficulties inserting the terminal pin of this implantable transvenous right ventricular (rv) defibrillation df-4 lead beyond the device's connector block. The local representative reported that the physician was applying appropriate force in an attempt to advance the lead's terminal pin. Additionally, the local representative reported that the physician was experiencing difficulties advancing the left ventricular lead. Ts suggested the use of mineral oil; however, the physician felt that that may interfere with the electrical properties of the lead. The physician elected to remove the device and replace. According to the implant form, the device was not implanted and replaced. The leads remains and replacement device remains in-service. No further issues were reported. The device was received at boston scientific's return products department.